Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm. The insulin pump was received with critical pump error (open book image) alarm, however the critical pump error was able to be bypassed/cleared (by simultaneously holding the back button and down arrow button). After re-initialization, the insulin pump completed the boot up process normally. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump error (variable 1) alarms, pump error alarms confirmed in insulin pump history download and critical pump error (open book) alarm due to a software error. The insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.